Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300s and the ketone level was high (diabetic ketoacidosis: not considered as being dangerous by a healthcare provider). The customer was nauseous and went to the emergency room (ER). The customer was treated with intravenous fluids. The customer was not admitted to the hospital and left the ER with a bg in the low 200s. The contact reported that the customer had been sick and may have been a possible cause of the bg/diabetic ketoacidosis.